Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 475cc on the left side and with an unspecified saline implant on the right side and suffered from a left deflation and right capsular contracture, nipple necrosis, skin is too stretched. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that right side had a capsular contracture baker grade IV. In addition, capsular contracture removed from the left side, soft tissue injury removed from both sides and replaced with soft tissue necrosis. Manufacturer¿s reference number: (B)(4).